Manufacturer narrative:
(B)(4). Batch # n5313e. The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Joining up bowel to reverse a colostomy. Where in the green range was the device fired? Yes. Who fired the device and what is his/her experience? Registrar with experience using the stapler. Was an audible or tactile feedback heard? Yes. Were the donuts inspected? If so, please describe. Yes, both looked good. Was the washer inspected? If so, please describe. Don¿t know but they heard a good ¿crunch¿. When the device was fired, were there any staples anywhere in the anastomosis or were some staples visible? No, they claim not to see any. What was the location of the staples circumferentially? None. What was the formation of the staples? Please describe. They claim there were no staples in the device. When was the safety released prior to firing the device? Safety released immediately before firing. How was the purse string tied? Hand sewn purse string. What is the current patient status? The patient ended up with a covering loop ileostomy so, will need to come back for another operation to reverse this in due course.

Event description:
It was reported that the stapler fired during a reversal of hartman's procedure; however, the anastomosis was not airtight. The jacuzzi test failed. The surgeon suggested that there were no staples in the device. A smaller like device was used successfully; however, a loop ileostomy was performed as an insurance measure.